Manufacturer narrative:
Product event summary: analysis confirmed the stylus will not align with the arrow on the programmer screen; overlay/bezel assembly found out of electrical specification. Analysis also found latch tabs on the power cord bay door are broken. Programmer failed artifact detection and ECG (electrocardiogram) low pass filter functional tests; lem (link electronic modules) printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
It was reported several attempts at calibrating the stylus failed, making it very difficult to get through a follow-up. The programmer was returned for repair. No patient complications were reported as a result of this event.